Event description:
Bullet on capio suture broke off on an uphold vaginal implant, with mesh leg fixation, boston scientific. We were unable to use the implant due to broken suture. No patient harm. Broken piece attached to package, will be returned to company for evaluation.

Event description:
Bullet on capio suture broke off on an uphold vaginal implant, with mesh leg fixation, boston scientific. We were unable to use the implant due to broken suture. No patient harm. Broken piece attached to package, will be returned to company for evaluation.